Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042707) in united states on 15-jul-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. The consumer reported that essure was implanted and within a month she had nausea, several headaches, fatigue, continued sleep problems, weight gain and bloated belly. She stated that she had a "hysto" and the coil had protruded thru. No other information was given. The consumer mentioned the seriousness criteria other serious (important medical events) but not specified and/or assigned to one of the events. Ptc investigation result was received on 21-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil had protruded thru. This event, interpreted as uterine perforation, is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. It was reported that a "hysto" (seen as hysterectomy) was performed. Therefore, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up information received on 23-oct-2015: te required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil had protruded thru. This event, interpreted as uterine perforation, is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. It was reported that a "hysto" (seen as hysterectomy) was performed. Therefore, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
On 24-may-2016: case was identified as duplicate of case number 2014-088014 and will be deleted from bayer´s database.

Manufacturer narrative:
Follow-up received on 04-nov-2015: consumer reported she got essure in (B)(6) 2011. She had fatigue, nauseas and headaches. She is (B)(6) and recently had a hysterectomy. Back pain and abdominal pain were horrible . She always wanting to fall asleep. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil had protruded thru. This event, interpreted as uterine perforation, is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. It was reported that a hysterectomy was performed. Therefore, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.